Manufacturer narrative:
Date of event is estimated. Date of implant is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced burning at the ipg site while recharging. In turn, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: section d6 - the implant date should have been (B)(6) 2016 rather than (B)(6) 2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.